Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 405 mg/dl. The customer treated with a manual injection. She stated that the insulin pump was in her shirt and may have been pressed down. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the insulin pump had an intermittent bolus express, esc and act buttons response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring and stained end cap sticker.